Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the set, the guide wire was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for a kinked guide wire upon opening the kit was confirmed. The customer returned one guide wire and guide wire assembly without the cap. A visual inspection of the guide wire revealed one kink near the j-bend, 3.0 cm from the distal tip. Microscopic examination revealed no offset coils and both welds were observed to be full and spherical. No separations and no signs of use were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured 686 mm in length and with an outside diameter (od) measurement of 0.790 mm. The returned guide wire was within specification for length and od per graphic.(length: 679 - 687 mm and od: 0.788- 0.826 mm). This assembly consists of a rigid tube with a straightening tube and protective cap over the j-bend to prevent kinking. The guide wire and assembly were received without the cap. The customer did not provide information if the cap was observed in the kit. This damage observed is consistent with the cap detaching during transit. The device history record review was performed and did not suggest any manufacturing related issues. Based upon the condition of the returned sample and the time of discovery, the probable cause is shipping and handling. No further actions will be taken.